Event description:
It is reported that the device was not the correct size resulting in the surgery being prolonged by 45 minutes.

Manufacturer narrative:
(B) (4). Possible causes of improper fit of the stem inside the rasped femoral canal are user error with respect to the rasp selection, user error with respect to rasp use, and dull or bent rasps. The cause of the surgeon's difficulty can not be determined from the information provided. All manufacturing records for all the returned stems were reviewed and found to be conforming. All returned stems were dimensionally checked and found to be with specification. Device history records indicate all components were manufactured inspected, and packaged to specification.